Manufacturer narrative:
The complaint reports dislodgement of a vbx device endoprosthesis prior to deployment. The reported complaint could not be directly confirmed, though images provided in association with the complaint were consistent with the complaint details as reported. A clinical image was provided in which an unexpanded endoprosthesis is visible, not connected to a catheter, in the aorta. And a non-clinical image was provided showing an endoprosthesis separate from delivery system on the back table. However, the image quality was not sufficient to directly identify the endoprosthesis as belonging to a vbx device in either image provided. The root cause of the reported dislodgement could not be established with the information available including evaluation of the available images.

Event description:
On (B)(6) 2025, gore was notified concerning an incident involving a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). According to the report, on an unspecified date, a fenestrated endovascular aortic repair (fevar) procedure using a treo® terumo aortic stent graft was performed on a patient with unknown demographics. A vbx device was intended to be implanted to serve as a bridging device for the celiac trunk. It was further alleged that the vbx stent became dislodged from the vbx deployment catheter. The dislodgement was reportedly visualized in the aortic artery and retrieved from inside the patient. There was no patient harm reported, and the procedure was completed successfully using another vbx device. No additional details were provided and due diligence has been performed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records is being performed. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.